Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A tapered screw-vent implant (tsvt4b11) was returned with its bundled mount and screw for investigation. Visual inspection of the returned products identified that the device was fractured. No x-ray images were provided for the reported event. Appropriate documentation was reviewed and the following information was identified: review of appropriate documentation: tsvt4b11- documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, breakage fmt3, urs2- documents reviewed: instructions for use for zimmer dental implant systems - 4894i rev 3-07/09 information identified: seating tools, warning, precautions. Per the applicable ifus, under sections seating tools and warnings, maximum torque is determined to be 30 ncm and adequate training in proper technique is strongly recommended prior to implant use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported a fractured screw. The reported complaint was confirmed as the screw was found to be fractured. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). PMA/510(k) number unknown / not provided. Product has not been returned to manufacturer.

Event description:
It was reported that the unknown zimmer screw broke inside the implant in the patient's mouth. The surgeon went to torque it down and the screw broke. The implant was removed and replaced.